Manufacturer narrative:
The field service engineer found the cell rinse level was misadjusted. He readjusted the cell rinse level. The instrument was monitored and the instrument had no further issues. Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolve the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient tested on a cobas c 503 analytical unit. The patient's initial creatinine result was reported outside the laboratory. The customer performed repeat testing with the sample. On (B)(6) 2022, the patient's initial creatinine result was 4.10 mg/dl. On (B)(6) 2022, the patient's repeat creatinine result was 1.01 mg/dl. The creatinine reagent lot number was 58634601 with an expiration date of 31-jul-2023.